Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. Epc has suddenly stopped logging on (B)(6) 2023 16:22:05 (system time) during a running ventilation. It is visible in the cfb logs that the ventilation continued with the last applied settings and the software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. Despite many tests performed on similar returned parts, the issue was still not reproducible. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc.

Manufacturer narrative:
Device evaluated by MFR - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer has provided the logs and there were 72 entries of cbf logs on (B)(6) 2023 between 4:22:05 pm and 4:26:51 pm. Vyaire initiated for new main electronics under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where the screen freeze with red alarm led glowing while unit was connected to a patient. Furthermore, there was no patient harm reported associated with the event. Patient was shifted to other ventilator.